Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review and remediation effort based on MDR reporting process and FDA adverse event reporting requirement. CAPA 737316 was opened on 11jul2025 to address correction. Device performance and/or risk profile are not impacted. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified weight to the spec, crease fold, deformation, crystalline and white particles. Cloudy in the gel observed after autoclave cycle. Based on the device analysis the final assessment is: wrinkles (creases) are observed but have no relationship with manufacturing. The unit is not rupture no issues found related with the manufacturing process. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture and "implants with folds." The device has been explanted.